Event description:
It was reported that the patient's left ventricular (lv) chronic lead dislodged into the right atrium during a fall while hiking. A chest x-ray confirmed the lv lead was in the right atrium (ra). High capture thresholds were noted. The lv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.

Event description:
It was reported that the patient's left ventricular (lv) chronic lead dislodged into the right atrium during a fall while hiking. A chest x-ray confirmed the lv lead was in the right atrium (ra). The lv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.